Manufacturer narrative:
This report is based on information provided by the philips service representative and has been investigated by the philips complaint handling team. Philips received a complaint about the heartstart dfm100 indicating a possible power failure. It was originally determined to be reportable, reports were submitted, then further evaluation determined that this was not reportable as well as a non-complaint due to it being a misinterpretation of information from the customer. There was no separate power failure but only a defibrillation issue managed in complaint (B)(4) (emdr report: MFR report number: 3030677-2023-03673). There was no device power failure/malfunction.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that the device had power failure. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.